Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient¿s suboccipital lead was migrating out of the skin. The reporter stated they were contacted by the patient¿s healthcare professional who stated, the patient was being taken to the operating room to have the leads removed. It was noted that there was no sign of infection. It was further noted the leads are planned to be replaced in approximately six weeks. It was noted, the leads were removed on 2013 (B)(6). It was noted the battery was depleting normally. It was further noted there was no patient death and the patient recovered without sequela.

Event description:
Additional information received reported that the patient¿s lead came through skin in (B)(6). It was noted that they were removed but the extensions were left implanted with the generator until they could be replaced after the infection healed. It was noted that the entire system was replaced. It was noted that it was not normal battery depletion. It was noted that the reason for removal included an unknown infection. It was noted that there was no patient injury. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3986a, lot# n0024570, implanted: (B)(6) 2005, product type: lead; product ID 3986a, lot# n0026105, implanted: (B)(6) 2005, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37711, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was being taken to urgent surgery because their left occipital lead was ¿coming through the skin¿. It was noted that the doctor removed both paddle leads and left the extensions in place to replace the leads at a later date. It was noted that there were no signs of infection. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant anomalies.

Manufacturer narrative:
Product ID 3708360, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3986a lot# n0024570, implanted: 2005 (B)(6); product type lead product ID 3986a lot# n0026105, implanted: 2005 (B)(6); product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37711, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of lead model 3986a lot #n0024570 showed no significant anomalies. It was noted that the outer insulation was melted 6.6 cm from the distal end and was suspected to be from electrocautery use. The continuity was acceptable on electrodes #1 to 3 only as electrode 0 showed an open circuit due being cut through by the electrocautery. Analysis of lead model 3986a lot # n0026105 showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.